Event description:
The customer reported a disk failure error code displayed on the system.

Manufacturer narrative:
The ge service rep ordered hard drive and reloaded the software. The system is operating as intended.